Event description:
The plate broke after being implanted for six months. Patient was revised.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be submitted on a supplemental report.